Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k) #: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate had varying high mics (false resistant) results for the drugs ertapenem imipenem and meropenem but when repeated the results were sensitive. The user verified the final result using repeat testing. No health impact or consequence reported. This is report 3 of 6.